Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown. Date explanted - unknown. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 19 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06320/06321).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2000. Patient alleges pain and dislocations. Subsequently, patient underwent a procedure on an unknown date to add additional screws. A review of the invoice history confirmed the initial surgery date; however, an invoice history could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.